Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Event description:
It was reported that a cadd legacy plus pump displayed error code 1861 with a ¿remove all power¿ message. This is a high-priority alert, the pump may stop delivering medication. The medication being infused was 5-fluorouracil (5-fu). There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.